Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed when accessing auxiliary drawer 2 pocket a2 which had chlorpromazine solution 50 mg/2ml ampule. A field service engineer found no defect and verified pocket was working properly. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed when accessing medication the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.